Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Multiple system pcb assembly connections were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.